Manufacturer narrative:
(B)(4). This report is being filed on an international product, list number 7c18, architect anti-hbs, that has a similar product distributed in the us, list number 1l82, architect ausab. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The ticket searches determined that there is no unusual activity for reagent lot 16303lf00 and the complaint trending report review determined that complaint activity was normal for the issue. The current complaint is the only complaint of this nature received for lot 16303lf00. Specificity testing performed in house using a retained kit of reagent lot 16303lf00 met acceptance criteria. A review of our quality records for the manufacture and release of this reagent lot show no issues related to the customer's observation. Following a review of (B)(4) national external quality assessment service (neqas) microbiology reports, no qualitative differences were observed between the roche and abbott (architect and axsym) (B)(6) platforms. Based on our investigation architect anti-hbs, 7c18-25, lot 16303lf00 is performing acceptably. No product deficiency was identified.

Event description:
The customer stated a patient generated a (B)(6) result on the architect anti-hbs assay. A (B)(6) male patient generated a reactive result of (B)(6) on the architect i2000 analyzer but was (B)(6) on the eclusys anti-hbs method. The patient was (B)(6) for (B)(6) and (B)(6) for (B)(6). There was no report of impact to patient management.